Event description:
It was reported that customer experienced a blood glucose (bg) of 597 mg/dl and was addressed with a correction bolus. Customer alleged that pump was not delivering insulin during bolus. However, system check performed with tandem technical support indicated that pump is operating as expected. Recommendation was made for customer to consult with healthcare provider regarding bg. However, customer maintained that pump was not delivering insulin as expected.

Manufacturer narrative:
Corrections: b5 device available for evaluation. Device code: change from 2993 to 2182. Narrative/data: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose (bg) of 597 mg/dl and was addressed with a correction bolus. Customer alleged that pump was not delivering insulin during bolus. However, system check performed with tandem technical support indicated that pump is operating as expected. Recommendation was made for customer to consult with healthcare provider regarding bg.